Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported patient effect of tissue damage appears to be due to patient morphology/pathology (thin and fragile leaflets) and user technique/procedural circumstances (multiple grasping attempts). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch, additional information was received that after the mitraclip procedure, the patient had developed symptoms that were un-related to the mitraclip, an allergic reaction due to antibiotics and died. Per the physician, the patient death was not related to the mitraclip device. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leaflet damage requiring treatment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. Difficult was met placing the ntr clip as it was not possible to reduce the mr adequately. During the 3rd grasp attempt, a micro perforation was noted on the posterior mitral leaflet (pml). The ntr clip delivery system (cds) was removed and replaced with an xtr and the clip was implanted successfully, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.